Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
It was reported a patient "coded" coincident with automated peritoneal dialysis (pd) therapy. The cause of the event was not reported. It was reported the patient was hospitalized with an unknown indication when the event occurred. It was reported the patient was connected to the homechoice device and "coded" in dwell 6/6. Treatment was not reported. At the time of this report the patient outcome of this event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported issue. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported difficulties. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. A visual inspection was performed and found no issues. All connections appear correct and secure. The pneumatic system was tested and found to be functioning properly. The testing revealed no leak and all pressures were correct and stable. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.